Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 14.5 mm from the distal end. The probe had a mark contacted with the grasping section. The fracture surface of the probe showed that crack developed from the contact mark. The grasping section had a mark contacted with the probe. The tissue pad was worn. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). Also, it was known that the contact mark and the crack occurred when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of the grasping section, and besides the probe was broken off when the probe was subjected to a load. The above device handling has warned in the instruction manual as follows. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During an unspecified procedure, the subject device was used. After about 10 minutes since the surgery began, an unspecified error occurred. When the user checked the subject device, the tissue pad was deformed and melted. The intended procedure was completed with another device. There was no patient injury reported. On (B)(6) 2020, olympus medical systems corp. (Omsc) found that the probe was broken off. This is the report regarding the breakage of the probe.